Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due an "rv lead failure." Follow up concluded that the patient heard an alarm from the cardiac resynchronization therapy defibrillator (crt-d). There appeared to be noise on the right ventricular (rv) lead with intermittent high impedance and a fracture was noted. It was also noted there may have been interference between the rv lead and inactive leads. No patient complications have been reported as a result of this event.